Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged before use in the pt. During preparation, the stylet was pulled and the stent came off with the sheath. No patient effects were reported. No additional event or pt info is available.

Manufacturer narrative:
.